Manufacturer narrative:
The second lead details are below: product description: evoke cap12 percutaneous lead kit - 60cm. Model # : 102878. Catalog#: 3008. Serial/lot #: (B)(6).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray revealed migration of both leads. Reprogramming was unable to restore adequate therapy. A lead revision procedure was performed and therapy restored.